Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was noted the right ventricular lead exhibited an increase in pacing impedance and an increase in capture threshold. Programming changes were implemented. The patient was in stable condition.

Event description:
New information noted the patient went to the hospital for right ventricular lead replacement. During the surgery, tricuspid valve regurgitation prevented the right ventricular lead from being replaced. The physician left the right ventricular lead implanted and opted for additional programming changes. The patient was in stable condition.